Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1401404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.

Event description:
The following information was reported by aci sales representative: balloon ruptured during pullback in calcified artery. Buddy wire used and doctor then was able to use an angioseal device to close successfully. The patient was hospitalized for unspecified and unrelated reasons. Stick location: cfa.